Event description:
A physician reported during the surgical removal of the cortex, the patient coughed causing a capsular rupture in the right eye due to the violent contact of one of the irrigation/aspiration (I/a) cannula, hence a consequent vitrectomy was performed which led to a slow implantation of the lens in the sulcus. The complication occurred during the femto-cataract procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including inadvertent patient movement. It was noted that the customer reported that during the first surgery, the patient, during the surgical removal of the cortex, coughed. The inadvertent movement caused by the customer's cough most likely caused the capsular rupture. The root cause of the customer's complaint is related to the inadvertent movement caused by the patient coughing during the surgical removal of the cortex. There was no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. After investigation of this complaint, it was determined that the root cause is related to the condition of the patient during operation. Therefore, specific action with regards to the reported device will not be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).